Event description:
It was reported that this pacemaker exhibited high capture pacing thresholds, loss of capture (loc), and undersensing on the right atrial (ra) channel. The health care professional (hcp) temporarily reprogrammed the device and recommended a revision procedure. Subsequently, this pacemaker was successfully explanted and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. At this time, this product ha not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.